Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -16.26% from the desired amount. The specification of this device is +/-5%. A corrective and preventative action has been initiated.

Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered. No reports of any patient incident involving this pump.